Manufacturer narrative:
Date of event: exact date unknown, event occurred about two years ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing shocking sensation. Ipg malfunction was also noted. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned per facility policy.